Event description:
It was reported that patient was sent to the emergency room due to extreme pain in the thoracic region since surgery. It was believed that it was from tunnelling the spinal cord stimulation (scs) leads. The patient underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: 242651. Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI): (B)(4).